Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and cause is undetermined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the return device it is possible that a user error in attempting to close the foot without removing the plunger, or some other unreported difficulty occurred forcing the account to split open the handle halves and inducing the observed damages to the device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, there was an unspecified defect with a prostyle device. Another device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.